Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified: fold creases and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, crease/folding of implant, capsular contracture baker grade ii. (B)(4). (B)(6).

Event description:
Healthcare professional reported right side "bilateral gel-bleed and creases and capsular contracture, baker grade ii." Device has been explanted.